Event description:
Treatment of a fistula with onyx. During onyx injection, it was reported the catheter ruptured and onyx was seen exiting proximal to the tip of the catheter. The catheter was removed and an onyx cast that exited at the rupture site was observed in the vertebral artery. Several attempts to retrieve the onyx cast were unsuccessful. The physician had to close the vertebral artery. No neurological deficit as a result of the event.

Manufacturer narrative:
The catheter has been returned and eval. A rupture was found at approx 24cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter.